Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, injector operation failure occurred during insertion. When operating the plunger button was released but the plunger did not stop and continued to move. The surgery was performed and completed without product replacement. Iol was left in the eye and there were no vision problems to the patient.

Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The product was returned for analysis and the reported complaint was confirmed. The device was received in an opened blister tray. The plunger is fully advanced outside the tip of the nozzle. No intra ocular lens (iol) returned. The lever is moving freely. The device is taken apart for further testing. A mark is observed on valve o-ring closer to the orifice at 12 o clock position. Company product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by company vendor in bray). Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).